Event description:
It was reported that during a thr surgery, the tip of the polarstem modular head for 21000662 broke while impacting stem. No pieces fell into patient. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
H6: it was reported that, during a total hip replacement surgery, the tip of the polarstem modular head for 21000662 broke while impacting stem. No pieces fell into patient. The procedure was resumed, without any delay, using a back-up device. The device used in treatment has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that there is a fracture at the distal part of the device and a piece got chipped off. The chipped off piece is missing. Furthermore, there are signs of wear such as scratches and dents. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 2 additional similar complaints reported for the same batch, and 47 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.